Event description:
The customer stated that he experienced unexplained high blood glucose levels. The customer visited his health care professional due to his elevated blood glucose, and his insulin pump settings were changed. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer was also guided to use areas free from scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.